Event description:
Tyco autosuture stapler, multifire premium 35w noted to have white powdery substance on them when being discharged to close patient wound. Second stapler used, the same issue was noted. Wound irrigated by doctor and closed with another product without incident. Patient transferred to pacu (post anesthesia care unit). The autosuture rep from the stapler division provided a weblink to www.autosuture.com where a polytetrafluoroethylene solution (ptfe) letter containing information stating the substance is the result of a lubrication process. The letter states, the device may be dipped or sprayed with ptfe solution. Once dried, the ptfe remains on the assembly, and may leave a small amount of white powder residue. This ptfe lubricant aids the proper functioning of the device. While there have been some inquires about the appearance of the lubricant residue, there have been no confirmed patient injuries or device failures related to it. Our facility has discontinued use of this product in this condition.